Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support requesting further information regarding the pump features. The customer inquired why the pump would not recommend a bolus amount when there was 30 minutes left of insulin on board (iob), and a bg level was entered onto the pump. Reportedly, the last 30 minutes of iob did not continue to bring the customer's bg level down, so the customer overrides the recommendation from the pump. However, the customer did not provide a bg level and stated bg levels are monitored and corrections are used as needed. Tandem technical support provided the iob calculations and recommended insulin duration settings be discussed with health care provider (hcp). The customer acknowledged and will consult with hcp regarding insulin duration.